Event description:
A report was received that the patient's ipg was shifting in the pocket. The ipg was bothering the patient and was poking out a little bit. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was shifting in the pocket. The ipg was bothering the patient and was poking out a little bit. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-4316, lot #: 16570712, description: next generation anchor kit-sterile. Additional information was received that during the patient's revision, the physician was having issues replacing a non bsc lead and decided to explant the whole system. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.